Event description:
It was reported by the caller, a clinical account specialist, that the patient came in complaining of shortness of breath on their 45 day follow up. A tee was completed, and they found the watchman¿ device was on the left superior pulmonary vain. Instead of the atrial appendage. The caller stated that on the day of the case this was a combo procedure with an afib completed prior to the laao procedure. There were no issues to report on the afib case. The nuvision¿ catheter was used to place the watchman¿ device on the patient on the laao procedure, and no transesophageal echocardiogram (tee) was completed on that day. The caller added that only catheter used for the procedure was: fg10593 - nuvision¿ catheter was used (not available for return and no lot number available either). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).